Event description:
The customer reported that during transport of a pt, the pump shutdown. The customer also reported that they had trouble zeroing the pressure. The pt was switched to another unit and therapy was continued. No pt injury was reported.